Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va128dz, implanted: (B)(6) 2016, explanted: unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient said she got a letter from the manufacturer, but her device was removed 2 years ago. Pt said both the lead and ins were removed because the device was not working for 6 months. Explant date and event date were not known. No further complications were reported or are anticipated.